Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) events were reported for this quarter. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by wear. One device was found to be affected by wear and a damaged component. One device was found to be affected by wear and a damaged accessory. The reported event was not confirmed for one device; the device was found to be within specifications for the reported event. The devices are not repairable and were not returned to the user facility. One device was returned to the customer following the removal of a damaged accessory. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 37 </noe> malfunction events, in which the device was reportedly shedding metal debris. Thirty seven reported events had no patient involvement; no patient impact.